Event description:
It was reported that patient's loop recorder exhibited error message. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-37260 as response from the representative received indicates there's no allegation of malfunction against the implantable cardiac monitor (icm) due to the use of an unsupported programmer.